Event description:
Allegation that device may have caused or contributed to paralysis immediately following surgery. Filing of this medwatch report was delayed as manufacturer of device was in question.